Event description:
It was reported that the target lesion was a total occlusion located in the right superficial femoral artery (sfa) with heavy calcification. The fox sv balloon was advanced easily to the target lesion for pre-dilatation. The balloon was inflated and at 4 to 5 atmospheres (atm), the balloon ruptured. The balloon was attempted to be retracted through the non-abbott 4 french sheath, however, it was unable to be retracted. Therefore, the fox sv balloon catheter was retracted together with the sheath as a unit. Outside the anatomy, the balloon was removed from the sheath, and the sheath was re-inserted and used to finish the procedure with a fox sv 5.0 x 80mm x 90 cm balloon. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: ht connect, inflation: atrion ql, guide cath: angiodynamics, sheath: terumo radiofocus. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture and difficulties removing the balloon were able to be confirmed. Based on a visual and functional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.